Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter occupation: occupation: manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was deployed, and hemostasis was achieved. The next day, the patient reported pain at the access site. The patient had a pseudoaneurysm. The pseudoaneurysm was treated with a thrombin injection. The patient was in stable condition. The procedure outcome was positive. Additional information was received on 24 feb 2022: the procedure prior to use of the angio-seal was an arteriogram. There were no issues during deployment insertion/withdrawal or deployment of the angio-seal. Hemostasis was successful at time of deployment with the angio-seal. It was confirmed that there was no direct allegation that the involved angio-seal device caused or contributed to the patient's need for medical intervention regarding the pseudoaneurysm.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for pseudoaneurysm based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 08 mar 2022: the procedure was on (B)(6)2022 and the thrombin injection was on (B)(6) 2022.